Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope connecting tube was collapsing around 45cm. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device with no delay before returning to olympus. The air/water nozzle was flushed with air/water and soaked and flushed with detergent, wiped/brushed with clean cloths according to procedure with no abnormalities detected. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation also found the following: the connecting tube had a dent, due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the up/down knob was out of the standard value, due to dirt on the light guide bundle the illumination was uneven, the adhesive on the bending section cover rubber had a chip, the light guide bundle was slipping down, the adhesive around objective lens was peeled, the adhesive around the light guide lens was peeled, switch 1 had a scratch, the switch box had a scratch, the universal cord had a scratch, the protector of universal cord on the scope connector side had a scratch, the scope connector and cover unit had a scratch, the lock engagement lever and knob had a scratch, the up/down and right/left knobs had a scratch, the suction cover had a scratch, the grip had a scratch, the control unit had a scratch, the bending section cover rubber had a scratch and the connecting tube had a scratch and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.